Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to be depleting faster than expected. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Revision procedure is planned for january, currently this product remains in-service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to be depleting faster than expected. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended device replacement because of this anomaly. The device was explanted and replaced with a new device. No additional adverse patient effects. Additional information received which indicated the s-ICD was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function . Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting faster than expected. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended device replacement because of this anomaly. The device was explanted and replaced with a new device. No additional adverse patient effects. The device was returned and analyzed.